Manufacturer narrative:
Analysis was performed at our post market quality assurance laboratory. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded that this device had two compromised low-voltage capacitors, which resulted in a high current condition. This issue is discussed in the q2 2010 product performance report. This event will be updated if any additional information becomes available.

Manufacturer narrative:
Initial laboratory analysis discovered that the device's battery capacity was less than expected. This event will be updated as additional information becomes available.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) patient was electively upgraded to a cardiac resynchronization therapy defibrillator (crt-d). The explanted ICD was returned to boston scientific for analysis. No adverse patient effects were reported in this event.